Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during lead implant, the right atril lead had a high and out of range impedance. Additionally, the guidewire could not be inserted into the lead completely. The lead was removed and replaced during the same procedure. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.